Manufacturer narrative:
Device analysis report attached. This report is submitted on april 04, 2024.

Manufacturer narrative:
This report is submitted on february 09, 2024.

Event description:
The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.